Event description:
It was reported that they are grid line artifacts in the images, causing the patient to be re-exposed. It was determined that grid calibration is needed. Once this was done the unit is working as intended.